Event description:
It was reported that this lead exhibited a gradual increase in pacing impedance, to the point of being out of range. The lead also exhibited high capture threshold, however, there is no noise or loss of capture observed. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this lead exhibited a gradual increase in pacing impedance, to the point of being out of range. The lead also exhibited high capture threshold, however, there is no noise or loss of capture observed. The lead remains in service. No adverse patient effects were reported.